Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a battery fault with every battery, and a crack in battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. Customer reported that battery cap contacts are not damaged. The customer reported that the battery compartment is damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 1 week prior to the event date of 04-sep-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 09:25:59.000, (B)(6) 2025 09:26:16.000, (B)(6) 2025 10:01:18.000 to (B)(6) 2025 10:57:29.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 09:25:55.000 to (B)(6) 2025 09:55:22.000, (B)(6) 2025 10:01:30.000 to (B)(6) 2025 10:58:27.000. Low battery alert was found on: (B)(6) 2025 18:20:00.000, (B)(6) 2025 09:27:00.000 to (B)(6) 2025 10:54:00.000. Replace battery alert was found on: (B)(6) 2025 03:51:00.000, (B)(6) 2025 04:01:00.000. Replace battery now alarm was found on: (B)(6) 2025 04:22:00.000, (B)(6) 2025 04:32:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm, low battery alert, replace battery alert and replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected failed battery alert/battery failed alarm, low battery alert, replace battery alert and replace battery now alarm noted during testing. Sensorexpiredalert (794) was found on: (B)(6) 2025 22:55:22.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.